Event description:
It was reported that during use, the device generated alarm and stopped ventilation - exchange to the standby equipment immediately. No injury or serious impairment of health of the patient reported.

Manufacturer narrative:
The event was reported by the user facility to the national authority. Draeger was not involved in device check or analysis of the reported event. The device is not under maintenance contract with draeger und thus, no records about the actual service state are available. On request the hospital (ICU manager) replied that a 3rd service provider performed the onsite check after the event and diagnosed the internal battery must be replaced. Reportedly the device is already back in use. No further information was available. Due to the very little information the manufacturer is not able to draw any conclusion about the root cause of the event or if appropriate measures and repairs by a 3rd party service provider has been performed after the event. Under consideration that the diagnosis is correct and comprehensive, it must be assumed that the device was not connected to mains supply at the time of event; otherwise either a defective battery would not have led to a complete shut down. It must be remarked, that the identical device was already subject to a reported event 3 weeks before the actual event, but the hospital refused an inspection or check of the affected device by draeger service organisation.